Manufacturer narrative:
As the intraocular lens remains implanted a returned product evaluation could not be conducted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick, holding hands, and they are difficult to solve (remove). Additional communication on (B)(6) 2015 stated it is not known if the haptic stuck to the other haptic or if the haptic stuck to the optic. No patient injury reported. No further information is available. This report is 1 of 2 and is to capture the complaint specifically against the zcb00 25.0 diopter lens.